Event description:
It was reported that the patient experienced a shocking sensation (¿epicenter in right leg) from their implantable neurostimulator (ins) which occurred about 2 weeks ago which caused them to fall down. The patient then turned off the stimulation. It was noted that the active group a was adaptive stimulation (as) enabled and that the patient had not changed positions at the time of the event (patient was talking to someone outside). Impedances measurements were good and that electrode measurements on #9-15 showed no abnormal results (all within 800-1200 range with no shorts noted). The manufacturer¿s representative switched the patient to group b for them to use. Follow up information received (B)(4) 2014 reported that the cause of the patient¿s shocking was still not clear. The manufacturer¿s representative reprogrammed the patient¿s stimulation where it was noted that their pain was reduced by at least 50%. It was also reported that x-rays were taken and the lead components appeared to be fully inserted in the ins battery. Also, the pocket was evaluated by ultrasound to rule out fluid and checked out to be normal. In addition, impedances appeared normal. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).